Event description:
It was reported to medtronic neurosurgery that a pt was having headaches, present at performance level 2.5, which got worse at a setting of 2.0. It was thought that the valve was permitting siphoning due to debris or something in the delta chamber. The physician explained the valve so it could be evaluated.

Manufacturer narrative:
The valve was not patent and passed siphon, reflux and leak testing. The device met all pressure-flow and preimplantation testing. It is unk what caused the reported event. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.